Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The follow-up data you provided has been analysed and a steady increase in pacing impedance from 400 ohm in (B)(6) 2014 to 700 ohm in (B)(6) 2015 could be observed. Furthermore, artefacts in the far-field channel were found in an episode from (B)(6) 2015. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of these observations. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR: after an implantation period of approx. 60 months, elevated impedance values were reported. At the moment biotronik has no further information with regard to a revision procedure. Should we receive more details, this report will be updated. No adverse patient side effects have been reported. The event date was not provided.